Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.7°f lower than what was measured at a later time at an urgent care clinic. . There were no complications from this incident, and the child is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.